Event description:
The manufacturer received information alleging a ventilator alarm related to inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarm related to inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the device's blower inlet filter and in-line filter were replaced. Reloading firmware 1.05.02 onto system pca. Unit pass all steps in final test in trilogy evo service diagnostic & test tool after repairing, which was not related to the malfunction/issue.